Manufacturer narrative:
A DHR review could not be performed as the lot number/serial number was not provided nor was the product sent in for inspection. The complaint was unconfirmed. Root cause analysis could not be completed at the moment.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report numbers: 3004608878-2019-00083, 3004608878-2019-00084, 3004608878-2019-00085, 3004608878-2019-00086.

Event description:
This is 1 of 5 reports. A sales representative reported on behalf of the customer that the a1059 mayfield modified skull clamp was shaking and loose. Complementary information received on 07april2019 indicated that there was no impact on the patient. The customer found that the new mayfield moved more than old ones and they were not comfortable with this.